Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the scar tissue was from all the previous surgeries patient has had including a back fusion and previous device replacement etc. The current devices are working fine and patient has no complaints in regards to the current devices. Patient is having some knee issues and the orthopedic surgeon wanted to do an MRI. The knee issues are not related to the devices, patient stated it was just old age catching up. It was determined that the patient could only have a head MRI the reason the whole body MRI could not be done was probably because something from the previous surgeries might have been left in the patient. The orthopedic surgeon decided not to do any scanning and just give the patient shots in the knees and it was helping. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377760, serial (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via family member regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a previous implant (ins), wasn't working the day after it was implanted, and the healthcare professional (hcp) determined it was likely the leads, so they removed the implant and put in a new one. The caller then stated other implants were removed for normal battery depletion. The caller also stated she was told it would be full body eligible for MRI, but the patient programmer only showed head. It was reviewed with the patient something from the previous surgeries might have been left, and the caller thinks there might have been some scar tissue or something that left it in. No further complications were reported. No patient symptoms were reported.